Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital due to complications from diabetes and encephalopathy. The patient had a fever and redness at the implant site. The system was explanted. The patient was stable.